Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pacing impedance and reached an out of range value. Additionally, the lead exhibited high capture thresholds. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pacing impedance and reached an out of range value. Additionally, the lead exhibited high capture thresholds. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the issue will continue to be monitored. The lead remains in use. No adverse patient effects were reported.